Event description:
Caller states he had replaced previous pod due to high b/g levels and noted a small amount of resistance when he inserted insulin into pod. The pod activated and he put it in his body. Because b/g was at 300 caller did not eat dinner last night but programmed a correction bolus before bed. When he got up the following morning his b/g was 390. He did a correction bolus and two hours later b/g is high. He then removed the pod and activated a new one. No further information reported.

Manufacturer narrative:
The product has not been returned, so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.